Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that a cycler was indicating that there was an increased intraperitoneal volume associated with the patient's pd treatment. The spouse said there were multiple warnings indicating patient sensors too high. The patient cancelled the treatment. When the treatment data was reviewed, the information showed there was an overfill during cycle 2 of pd treatment. The overfill event was indicated due to drain 2 being 5572 ml, which is 223% of the 2503 ml fill volume. As a result of the iipv event, the technical support representative advised the patient's spouse to discontinue use of the cycler. A new cycler was issued. In a follow up, the patient's spouse verified the event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient was able to complete treatments manually until the arrival of a new cycler. The event cycler is available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that a cycler was indicating that there was an increased intraperitoneal volume associated with the patient's pd treatment. The spouse said there were multiple warnings indicating patient sensors too high. The patient cancelled the treatment. When the treatment data was reviewed, the information showed there was an overfill during cycle 2 of pd treatment. The overfill event was indicated due to drain 2 being 5572 ml, which is 223% of the 2503 ml fill volume. As a result of the iipv event, the technical support representative advised the patient's spouse to discontinue use of the cycler. A new cycler was issued. In a follow up, the patient's spouse verified the event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient was able to complete treatments manually until the arrival of a new cycler. The event cycler is available to return for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed.patient sensor check passed. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined.mushroom head check passed.device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
Correction: b.1.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that a cycler was indicating that there was an increased intraperitoneal volume associated with the patient's pd treatment. The spouse said there were multiple warnings indicating patient sensors too high. The patient cancelled the treatment. When the treatment data was reviewed, the information showed there was an overfill during cycle 2 of pd treatment. The overfill event was indicated due to drain 2 being 5572 ml, which is 223% of the 2503 ml fill volume. As a result of the iipv event, the technical support representative advised the patient's spouse to discontinue use of the cycler. A new cycler was issued. In a follow up, the patient's spouse verified the event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient was able to complete treatments manually until the arrival of a new cycler. The event cycler is available to return for investigation.